Event description:
Customer reported via phone call to have moisture under display screen due to jumping into the swimming pool with insulin pump attached. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. The insulin pump had moisture damage found on the motor and minor scratched display window.